Event description:
Philips received a complaint by the customer on the v60 indicating that the display was not functioning. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was not functioning. The customer requested part ID for the user interface (ui) assembly. The remote service engineer (rse) provided the customer with part ID for the ui assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 04sep2024, the customer declined to upgrade the display and retired the device out of service. The customer refused to upgrade the display and retired the device out of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.